Event description:
It was reported that the pacemaker and this right ventricular (rv) lead presented over-sensing of noisy signals on the rv channel and this resulted in an inappropriate stored ventricular episode. Technical services (ts) was consulted and discussed the stored episode. Information from the field indicates the patient was undergoing an ablation procedure at the time, so electromagnetic interference (emi) was established as the source of the noisy signals. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).